Event description:
During the procedure, the guidewire broke off inside the patient. The broken fragment was successfully removed using a snare. The procedure was completed using another of the same device. There was no clinical consequence to the patient. The current patient condition was reportedly stable.

Event description:
During the procedure, the guidewire broke off inside the patient. The broken fragment was successfully removed using a snare. The procedure was completed using another of the same device. There was no clinical consequence to the patient. The current patient condition was reportedly stable.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was broken and two pieces were returned. The proximal piece had three kinks at 38.5cm; 41cm and 53.5 cm from the proximal end. The distal piece had several bends from 144.5cm to 149.7cm and a kink at 0.5 cm from the proximal end. Further investigation of the fracture surfaces using scanning electron microscopy (sem) found the failure site contains a fracture of the hypotube and of the corewire sections. Failure sites on the hypotube section exhibited tension and compression zones typical of a bending action. Compression zones presented several transversal cracks indicating a cycle event. Also present on the fracture surface of the hypotube a zone with smeared material in a clockwise direction suggesting a final torsion moment resulting in the fracture. The fracture surfaces on the corewire showed equiaxial dimple ruptures and a cup shaped typical of a tension overload as result of bending overload. The fracture of the core wire was due to a bending overload followed by a final torsion moment. Both the corewire and the hypotube exhibited the same failure mode suggesting a match between them. No materials anomalies were found. Based on the investigation results and the information provided, it is most likely that the fractures occurred due to external forces applied to the device. However, review and analysis of available information failed to identify a definitive root cause for the reported event and observed issues.